Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their sensor was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the filament came off. The sensor will not be returned for analysis.